Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal symptoms. The pt was very drowsy and had slept for 2 days prior to the start of the withdrawal symptoms. There was a volume discrepancy problem noted. The actual residual volume was 0ml and the expected residual volume was 5ml. The pt's pump was last refilled with 20ml on (B)(6) 2010 and it was believed that the pump was programmed correctly at that time. The pt wanted the device explanted. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.